Event description:
Boston scientific crm received information that, during the implant procedure of a new right ventricular (rv) lead, the physician elected to explant this heart failure (hf) lead because it was believed the lead was slowly dislodging. There were no adverse patient effects reported.

Manufacturer narrative:
This hf lead was successfully replaced, and was discarded at the hospital. At this time there is no additional information. Should additional information become available, this report will be updated.